Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, crossing difficulty occurred. The lesion was pre-dilated with a 2.5 x 20mm maverick balloon catheter and the 2.50 x 38mm promus element stent delivery system was advanced but would not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the product analysis revealed stent damage and dislodgement.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was returned inside a guide catheter. A visual and microscopic examination identified stent damage. The stent was stretched along its length, causing the stent to move distally on the balloon by 9mm. The struts towards the proximal end of the stent were pushed together. The struts on the distal end of the stent were misaligned and some struts were pushed apart. There were several struts along the length of the stent which had been raised up. Due to the damage noted to the stent it was not possible to remove the device from the guide catheter as it was causing the stent to move on the balloon. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube was kinked approximately 295mm distal from the catheter's strain relief. Several other kinks were noticed along the shaft of the device. A labeling review identified that this device was used per the directions for use (dfu) / product label. The complaint report states that as per the dfu, the physician pre-dilated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).